Manufacturer narrative:
Method - device not returned, follow-up with representative.

Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level t7. A cement extravasation with an anterior small leak to level t7 was noted. There were no patient complications. No additional information was reported.